Event description:
It was reported that the ventilator generated a technical error code indicating that ventilation was disabled while in standby mode. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by the distributor's field service engineer. The claimed issue was reproduced during troubleshooting. According to the information received in the service report, replacement of the control printed circuit board resolved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Generated technical error indicates disabled ventilation. It is communication error or control printed circuit board error during startup. Control printed circuit board contains electronics including microprocessor control to achieve among others: regulation of inspiratory flow, regulation of inspiratory pressure and regulation of a constant inspiratory flow. The breathing software is stored on the control printed circuit board. The system software must be re-installed if the control printed circuit board is replaced. The defective part was not returned for investigation despite our request. According to the information received, it was retained by the customer in accordance with their policy. The device's logs were not provided for further analysis. Our conclusion is that the replaced part was the cause of the failure.